Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the intuitive surgical, inc. (Isi) representative called from off-site and stated this issue was still persisting. Universal surgical manipulator (usm) 1 kept faulting with recoverable error 23118. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm1) for failure analysis investigation. The unit was analyzed and the ¿23118¿ error was found indicating ¿motor encoder incremental track has slipped¿ on the usm yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the ¿yaw motor module¿ was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis. The probable root cause is attributed to sensor errors pertaining to the yaw motor module of the usm.

Event description:
Refer to h11 for follow-up information.